Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) in (B)(6) 2011. Today, the battery voltage is 2.6v with a charge time of 23.8 seconds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information indicates that this patient underwent a replacement procedure and this product was explanted.

Manufacturer narrative:
A boston scientific technical services consultant discussed the device has exceeded the ninety day time period between elective replacement indicator (eri) and end of life (eol) and recommended device replacement as soon as possible. The caller will discuss the clinical observations and recommendations with the patient's physician. According to our resources, the device remains implanted. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.